Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Further investigation underway.

Event description:
The user facility in (B)(6) reported little fragments coming off the phaco tips and dropping into patients eye. The surgeon was able to recover the object. There was no impact to the patient.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.